Event description:
Pump was correctly programmed to infuse 10 meq kcl in 100ml over 60 mins. Pump delivered medication over five mins. No harm to pt, but potential thereof. Pump was removed from service, returned to clinical engineering department where it was checked and held until return to company.